Manufacturer narrative:
(B)(4).

Event description:
It was reported that the proximal segment of the implanted catheter was revised because of a fracture. No further information was known to the reporter.

Manufacturer narrative:
Catheter model/serial# unk, implanted: 1989, explanted: unk. (B)(4).